Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, under sensing were unconfirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil inside was over torqued due to procedural damage. No other anomalies were identified.

Event description:
Additional information received noted that the patient presented at the emergency event during the event. It was also noted that the lead exhibited failure to capture and under-sensing.